Event description:
It was reported that the stimulator was working perfectly, but the patient had pain coming from the implant location and wanted to know if the pocket could be infected. The pain at the implant location started one week prior to the report when the patient fell into the tub backwards. The patient went to the emergency room after the fall and had x-rays to confirm nothing was broken. The patient was going to have an appointment with their managing physician the day after the report to have the device checked. The patient was on pain management for reflex sympathetic dystrophy syndrome and fibromyalgia, and their oral pain medications were not helping with the pain at the implant site. It was noted that these were pre-existing conditions not related to the device. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0mrwg, implanted: 2014-(B)(6), product type lead. Product ID 3037, product type programmer, patient. (B)(4).